Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set tubing was leaking at the site event on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully. The blood glucose level was high and the patient was treated with correction bolus via pump.